Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the tip was in good condition, however, there was no light was exiting the connector face. In addition, functional test identified that there was no aiming beam exiting the fiber tip. The observed of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Therefore, the reported event of fiber not functioning was confirmed.

Event description:
It was reported that during procedure, the fiber was not functioning. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that no light was exiting the connector face and no aim beam exiting the fiber tip, indicative of connector fracture.